Manufacturer narrative:
On 6/29/2017 replacement fuses were shipped to site. The suspect fuses have been not received by manufacturer for evaluation. Part not returned for evaluation.

Event description:
A medtronic representative reported that when the site was prepping for a spinal fusion procedure the mobile view station (mvs) of the imaging system went black and had no power. The line power led was not lit. A medtronic personnel suggested the representative to replace the fuses. The surgery was completed with the use of imaging. There was a delay of less than 1 hour. No impact on patient outcome.